Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. Patient described the area as severe with oozing of a yellow color and broken skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised removing device and applying cortisone to the blisters. Follow up indicated that the blisters improved.